Event description:
Info was received that reported a pt had been hospitalized in '08 with a diagnosis of diabetic ketoacidosis. The report indicates the pt had labile blood glucose. On the morning of the hospitalization, the pt's insulin infusion pump with blood glucose monitor gave a blood sugar reading of "high", additionally the pt was vomiting and had high ketones. Later, the pt passed out and was brought to the hosp. The reporter states that upon arrival at the hosp the pt's blood glucose reading was 176mg/dl when measured with the pt's blood glucose monitor, the hospital's blood glucose monitor reading was 104mg/dl. He was treated with IV fluids. The device will be returned for eval, to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Accuracy tests were performed with control solutions, the device was found to be measuring accurately. No operational or functional failure was detected and the product was within spec. Note: the customer did not return or identify the test strips that they had used.